Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for stimulation adjustment. The patient complained of a feeling of discomfort in stimulation that was different from previous. Additionally, they experienced numbness in their hands and feet. They were told that there might be a problem with the lead wire, therefore the patient was advised to consult with the physician. They were told by the doctor that everything was working properly and there were no issues. The issue was not resolved at the time of this report.